Manufacturer narrative:
Continuation of d10: product ID: tm90t0, lot#serial#: (B)(6), product type: accessory, product ID: hh90t01, lot#serial#: (B)(6), product type: mobile platform, product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implantable pump. The indication for non-malignant pain. The patient reported that for past 3 weeks they have been getting service code 156 (app restarting due to system error) "every other day". The patient also stated, "several times a day" they will connect to the ptm and when it gets to 90 percent it will stop and then will get a message that says, "app is not responding, close or wait". The patient stated they will click wait then after "a couple minutes" they will get to the screen to deliver bolus and then will receive the not responding message again at 90 percent. The patient stated they will get connected to the ptm and able to deliver bolus but is delayed due to the app freezing. The patient also mentioned their pain "is so bad" they are having to use their ptm every 3 hours. Troubleshooting was not required. The issue was not resolved through troubleshooting. Agent transferred patient to hcit (healthcare it) to further address the issue. Communicator tm90t01 communication failure to the myptm application. No patient injury reported. Additional information was received from the patient who reported that the ¿app will move quickly and then get stuck at 90% - app will give wait or continue screen and then take up to 10 mins to connect.¿ no indication of patient harm. A replacement handset was requested from the repair department. Additional information was received from a consumer (con) stated that her time to connect was still taking a long time even after closing the application after a use. The patient stated that she does eventually get connection, but it took a long time and handset will show "wait or continue." Ordered replacement for the handset.